Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lead has had a history of high thresholds. A revision is scheduled for the following week. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates this lead remains in service. This investigation will be updated should further information be provided.